Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 1 of 5 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.028, lot: 9345768, manufacturing site: haegendorf, release to warehouse date: may 11, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver was received broken at the most proximal laser cut teeth segment on the shaft. The shaft was completely broken into 2 pieces and received at us customer quality (cq). This damage is consistent with a device that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the shaft of the screwdriver twisting and breaking off. No other issues were identified with the returned components of the device. The complaint can be confirmed. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was measured to be within the specification as per the drawing. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed. -flexible screwdriver hex 5 -flexible shaft conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver as the shaft of the device was completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during equipment check, one (1) flexible hexagonal screwdriver snapped in half due to improper handling, two (2) flexible shaft bent and un-usable, one (1) helical blade inserter, is caught in with the coupling screw and the inserter handle and won¿t advance, one (1) helical blade/screw coupling screw will not advance and therefore cannot engage the blade, they were discovered damaged in the sterile processing department. There was no patient involvement. This complaint involves five (5) devices. Only four are reportable. This is 1 of 4 for report (B)(4).